Event description:
Reporter indicated that lead was replaced due to high lead impedance. Further investigation revealed that generator was also electively replaced at the same time. Patient suffered a fall and hit patient's neck against some type of concrete object on the ground. Patient was losing therapy after the fall having a recurrence of a type of seizure the patient hadn't had since receiving the device.